Event description:
The report received from the customer stated that the ligasure impact was not grasping properly onto the pt tissue. They stated that it was loose. Eval of the returned device on 03/05/2008 found that the jaws of the ligasure impact were closed onto the integrated cutter and that the cutter was protruding beyond the edges of the jaws.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument, because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws.